Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the combination reamer shaft became bound on the guidewire during reaming for the lag screw. The guidewire was subsequently passed through the acetabulum as a result.

Manufacturer narrative:
The reported event that barrel reamer assembly standard was alleged of issue (component/device stuck) could not be confirmed since the device was returned for evaluation and could still be assembled properly. Visual inspection of the returned devices was performed. The combo reamer drill showed signs of extensive usage. The edges of the reamer drill were found to be blunt and damages were visible on the tip of the drill and around the cannulation of the drill. However, the parts can still be assembled properly. Based on investigation, the root cause was attributed to a user related issue. The failure was probably caused by mishandling of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the combination reamer shaft became bound on the guidewire during reaming for the lag screw. The guidewire was subsequently passed through the acetabulum as a result.